Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received with normal operating currents. No unexpected power loss noted. However, device trace download analysis confirmed the device alarmed power error, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. Customer states the type of battery in use is energizer alkaline . Reviewed alarm history. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer was assisted with troubleshooting. The customer mentioned this is not the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer was advised that the pump will need to be replaced. The customer was also advised that they may continue to wear pump until replacement arrives if they insert a new battery. The device will be returned for analysis.